Event description:
A customer contacted beckman coulter regarding an erroneoulsy elevated accu tni result generated by the access 2 instrument. The erroneously elevated accu tni result from sample a was 14.58 ng/ml. The elevated result was reported out of the lab. A new sample (b) was collected the next day and tested for accu tni. The accu tni result from sample b was 0.00 ng/ml. The result from sample b was reported out of the lab. Based on the lower accu tni result from sample b, the physician questioned the elevated result from sample a. The customer retested sample a for accu tni and the result was 0.00 ng/ml. There has been no change to pt treatment that can be attributed to this event.